Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic even during a water aerobic class requiring medical intervention. During the call to customer support, it was determined that the consumer was using improper nova biomedical test strips for the type of blood glucose meter being used. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.